Event description:
It was reported that this pacemaker was found to be operating in safety mode. Loss of capture was also observed. It was noted that the normal sinus rhythm of this patient was fine. The pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Loss of capture was also observed. It was noted that the normal sinus rhythm of this patient was fine. The pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.